Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced several incidents where stimulation from the deep brain stimulation implantable pulse generator (ipg) was turned off for unknown reasons. On one occasion, after passing through a security scanner, stimulation turned off and the patient experienced severe shaking, necessitating departure from an event. Another incident occurred after the patient woke from a nap, with extreme body shaking and the battery level at 30%. In a separate instance, when the neurologist turned therapy off in the office, the patient experienced violent shaking from head to toe, nearly fell out of the chair, and had profuse perspiration, raising concern for possible convulsions when therapy is off. It was recommended to consult with the neurologist to address these issues.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6). Implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that first instance of stimulation turning off was due to be waved by security and the second instance was when they were waking up from a nap. Patient reported that they were unable to establish a connection between the communicator and phone. Patient reported that after multiple attempts they were able to connect again. Patient reported that issue has resolved.